Event description:
Surgery procedure: unk, anaesthetic procedure: femoral nerve block, cathplace: unk. Nurse reported that the catheter would not advance and when they pulled back on it, it sheared the catheter exposing the metal coil. They were able to remove everything from the pt. Pt is fine. Adverse event: physician had to remove broken catheter pieces. Date of surgery: (B)(6) 2012.

Manufacturer narrative:
Method: the device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Our contact for the hospital regarding this incident: (B)(6).